Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is not functioning. The patient alleges difficulty breathing. Patients saw the spark when device is plugged in, and water tank is leaking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is not functioning. The patient alleges difficulty breathing. Patients saw the spark when device is plugged in, and water tank is leaking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned for evaluation. But the repair evaluation is not yet completed. The manufacturer is submitting an updated report at this time. After completion of evaluation, a follow-up report will be filed. In box d: device avail. For eval and date returned are updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device is not functioning. The patient alleges difficulty breathing. Patients saw the spark when device is plugged in, and water tank is leaking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed the ui (user interface) knob broken. The air outlet port had dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. The manufacturer used a fitt (foam integrity test tool) and was unable to get care orchestrator information from the device. Pil was unable to confirm the complaint or address the symptoms specified. Customer¿s power supply, ac power cord and humidifier not returned. The manufacturer found 27 error codes. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown. Box d: device serviced by 3rdp? Device avail. For eval? Date returned is updated. Box h was updated in this report.